Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with one dose of vancomycin (dose and route not reported) and intravenous cefepime (1gm daily for four days) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.